Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was missing reflux plug. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Device received with front cover scratched and nicked, contaminated main block, water tank contaminated and discolored, line cord faded and worn, missing reflux plug, pole clamp damaged, and quick connect corroded. The device as an outdated printed circuit board (pcb) and power switch. The complaint was confirmed; the reflux plug was missing. The "faulty" reflux plug was attributed as root cause of the problem. What caused the reflux plug to become missing/faulty was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.